Manufacturer narrative:
Concomitant product: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4).

Event description:
It was reported that since the revision of the patient¿s implantable neurostimulator (ins) they had localized rib cage pain. The pain was described as lateral rib cage in the posterior axillary line and radiated down across the ribs or the anterior axillary line. The pain was a dull, internal pain and there was no tenderness over the paraspinous area or down across the ribs where they had the pain. Also, there was no tenderness over the costochondral junctions. There was an unscheduled clinic/office visit as an action taken. On (B)(6) 2015, the patient was given a translaminar epidural steroid injection. On (B)(6) 2015, the patient was given a intercostal nerve block. The event was reported as ongoing. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that actions taken included physical examination showed that the rib cage pain was gone after nerve black. The outcome was resolved without sequelae.